Event description:
It was reported that urine leaked from the foley catheter funnel on the day of use. Per follow up information received via ibc on (B)(6) 2022, it was stated that the complaint was leakage from the funnel and it was unknown whether it was from the catheter funnel or drain bag funnel.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation noted received a 3-way temp sensing catheter with cut portion of inlet tubing. The product was used for patient diagnostic or treatment. The product was not influenced by the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labelling review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that urine leaked from the foley catheter funnel on the day of use. Per follow up information received via ibc on 26sep2022, it was stated that the complaint was leakage from the funnel and it was unknown whether it was from the catheter funnel or drain bag funnel.